Event description:
Reporter indicated that patient developed vocal cord paralysis after MRI procedure. It was reported that manufacturer MRI guidelines were followed for MRI procedure.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.

Manufacturer narrative:
(B)(6). It was reported that during a MRI procedure, the patient began to feel a tingle in her neck. The following weekend, the patient developed persistent pain around the incision site at the neck. The lead was palpated by the patient's physician and a tender spot was noted near the electrode incision site. High impedance was observed on the patient's vns during diagnostic testing. The high impedance was reported in mfg. Report #1644487-2007-00513. The patient was referred to an ent due to suspicion of vocal cord paralysis. The patient was diagnosed with vocal cord paralysis by the ent, who noted that the patient may have experienced a contusion of the recurrent laryngeal nerve. It was stated that the manufacturer's MRI precautions were followed and that the physician had never had any previous problems with mris." Relevant tests/laboratory data, including dates, corrected data: initial report inadvertently left out "((B)(6) 2007) systems diagnostics: output current - limit / lead impedance - high / dcdc code - 7 / eri - no".

Event description:
It was reported that during a MRI procedure, the patient began to feel a tingle in her neck. The following weekend, the patient developed persistent pain around the incision site at the neck. The lead was palpated by the patient's physician and a tender spot was noted near the electrode incision site. High impedance was observed on the patient's vns during diagnostic testing. The high impedance was reported in mfg. Report #1644487-2007-00513. The patient was referred to an ent due to suspicion of vocal cord paralysis. The patient was diagnosed with vocal cord paralysis by the ent, who noted that the patient may have experienced a contusion of the recurrent laryngeal nerve. It was stated that the manufacturer's MRI precautions were followed and that the physician had never had any previous problems with mris. It was later reported during a MRI call to the manufacturer that the patient's vns was explanted the year that the MRI occurred that was followed by vocal cord paralysis and high impedance. The MRI technician had an inquiry on if a patient could receive an MRI with only the lead remaining, which indicated that the vns generator had been removed and the entire lead may have been left implanted. However, review of the manufacturer programming history database revealed that the vns was interrogated several years later and that the vns appeared to have been left programmed off following the high impedance event. The explanted product(s) have not been received by the manufacturer to date. No additional relevant information has been received to date.